Event description:
It was reported that patient underwent an arthroscopic cuff repair on (B)(6) 2014. During the procedure, after passing the anchor through the patient's soft tissue, the surgeon noticed that the tip of the anchor had fractured. There was no delay in the procedure and no foreign bodies were retained in the patient. Another anchor was used to complete the procedure.

Manufacturer narrative:
Evaluation of the returned component found the mating hole tip was deformed. Unit was examined under magnification and a melt occurred on 2 components that were adjacent when assembled. The two separate components with melt are only together once product is assembled. Review of the assembly and packaging operations determined that the units were not exposed to temperatures that would have created the melt condition. Peek temperature point of the glass transition is 143 degree c and melt is 343 degree c. The packaging tray pet with no damage indicated has a melt point of 126 degree c. Therefore the units were not exposed to temperatures that would have created the damage and the anchor tip fracture/melt had to have occurred outside of biomet¿s control.

Manufacturer narrative:
Device not implanted/explanted. (B)(6). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.